Event description:
The account alleged, the bed is sending a constant nurse call. He has replaced the communication board, but the issue remained. The account found that the caster wheel rubbed through the insulation on the coiled cable, exposing bare metal.

Manufacturer narrative:
The account replaced the left head coiled cable to repair the bed.